Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a pair of ophthalmic forceps device tips were in the closed position and could not be opened during a cataract and vitrectomy surgery. An alternate forceps device was obtained in order to complete the procedure. Patient impact information is unknown. Additional information received clarified that there was no impact to the patient. No additional information can be anticipated.

Manufacturer narrative:
Additional information is provided. The received forceps sample was found in the opened original packaging including the cover foil. The received sample showed signs of use due to surgery residuals. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed. It was found that the tube is loose and blocks the forceps from activating. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. The complaint history was reviewed two years back. It showed four comparable complaints. No adverse trend was observed. It cannot be excluded that the metal tube loosened and therefore a proper activation was no longer possible. This kind of damage was already detected and investigated. The root cause could not be identified conclusively but the most likely root cause can be determined to be an improperly performed bonding procedure. Based on the available data this is a single event for this finished product lot. The currently valid risk analysis considers the possible risks related to the reported event. With this single case and four related complaints within a time range of 24 months, the likelihood of occurrence of the hazard, that may cause a patient harm, is assessed in the risk management report. The final risk is considered as low. The residual risk remains unchanged and at acceptable level. Future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).